Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that he/she found black particles in the pillow when he/she woke up. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.